Event description:
Pt claims unit has shut down with alarms several times while at a dr's appt, vent was plugged into ac power. No pt harm reported. Event date/time: 2004 at noon. Homecare dealer received call from pt's nurse stating vent was knocked over in car and began a series of 4 shut downs. Unsure which alarm was sounding. Device was operating on external battery. Primary power source was ac power. Accessories being used: humidifier, 02 source. No pt harm.